Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they would be charging on excellent and then their controller would show an ¿unable to locate device¿ and ¿searching for device¿ message. The patient stated that they wouldn¿t even move and the connection would be lost. The patient mentioned that this would happen about 90% of the time and that their controller would be charged to 70% and it would continue to happen. It was noted that the patient tried moving the antenna but it didn¿t help. It was reported that a ¿no device found¿ (screen 16), ¿poor recharge quality¿ (screen 76), and an unable to recharge (screen 74) error messages were displayed on the controller. The controller screen would also go blank and the patient wouldn¿t be able to turn it on. The patient stated that they weren¿t able to connect to their implantable neurostimulator (ins) when using the recharger, no matter where they would set it over the implant. The repair department was contacted and a replacement recharger was requested. It was further reported on 2019-dec-20 that the patient was still having charging issues and had an appointment with their healthcare provider (hcp) on (B)(6) 2019 to check their ins. On that date, a manufacturer representative reported that they were with the patient and that the patient was concerned that something might be wrong with their ins based on what they had been told. The patient reported that since they got their recharger replaced, their issues still continued. The controller was still not connecting to the ins even with a new recharger. It was noted that the patient received their new recharger on (B)(6) 2019 and last charged on the following day. It was reviewed that the next step would be to replace the controller. It was further reported on 2019-dec-27 that the patient received their replacement controller but the unit was still not working. The patient stated that a ¿cannot find device¿ error message was displayed and it showed 80-90% but had not even moved. The patient stated that it would say excellent charge, then would go to poor charge and work for a second, and then it would say something different. The ins would only charge to 80-90% before the recharger couldn¿t find the device and the patient would have to press ¿finish.¿ it was further reported by the manufacturer representative that the patient thought their ins battery may have been the cause of their difficulty getting the ins to charge and couple with the controller. It was advised that the patient follow up with their hcp to have the internal device checked since their external equipment was new. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on january 15, 2020, that it showed nothing wrong with the battery and the cause of the issues were not determined. There were no further complications or anticipations reported with this event.